Manufacturer narrative:
The customer notified philips customer support and requested assistance in gathering data for the local coroner subsequent to the death of the patient. The customer was asked but declined to provide details regarding the circumstances of the death and whether or not use of the device and/or alarm handling played a role. The customer did not request testing of the products and indicated that the devices in use were operating properly. A local field service engineer (fse) did go onsite and gather log data which was provided to the customer however the requested stored waveform and trend data had not been preserved and was no longer available for review. The customer has not requested any further investigation of the issue. Phillips therefore cannot rule out use as a contributing factor in the death. The device remains in use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. At the time of this report, the customer has not shared any patient information with us.

Event description:
The customer reported that a patient death occurred and requested assistance from philips in gathering patient data, trends and alarm log information for the monitoring period of (B)(6) 2016 to (B)(6) 2016 since this information was requested by the coroner. While the customer stated that the monitoring products functioned as expected and did not contribute to the incident, at this time there is not sufficient information provided to confirm that no use related issue or delay of therapy occurred therefore we will report this incident as possible use of the product may have contributed. A patient death occurred.